Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoroscopy functions (ffb) pcb was evaluated and reseated. The associated software nodes were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the iris collimator closed/coned down and could not be re-opened. No patient death or serious injury was reported related to this event.